Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7073084.

Event description:
It was reported that the patients leads were fractured.

Event description:
It was reported that the patient will undergo a linear lead revision procedure due to lead fracture. Additional information was received indicating that the patient underwent a linear lead revision procedure. The patients implantable pulse generator (ipg) was also revised due to unknown reason. No additional information was obtained despite multiple good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r. Upn: m365sc11600. Model:sc-1160. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).